Event description:
Compounding error reported due to incorrect supply change. A pharmacist had compounded many tpn mixtures when the supply channel for amino acids alarmed for empty supply container. One more bag was to be compounded. The pharmacist inadvertently placed a 70% dextrose container instead of amino acids on that channel and the compounder was then reset. A pharmacist on the next shift noted the incorrect solution on the supply channel, and tracked down the final bag that was compounded. It had been dispensed and hung on a pt. The error was noted within a few hours, and that container was replaced with correctly compounded tpn bag. No pt info was available, however it was known that there were no adverse effects to the pt.